Event description:
It was reported that device embolization occurred. The procedure was aborted. A left atrial appendage (laa) closure procedure was being performed. Venous femoral access was obtained. Intracardiac echocardiography (ice) was used for intraprocedural imaging. A double curve watchman fxd access system (was) was positioned at the laa. A 20mm watchman flx pro closure device and delivery system (wds) were advanced and the closure device was deployed and subsequently implanted after release criteria had been met. Ice was used to rule out a pericardial effusion and none was found. The physicians then used ice and fluoroscopy to re-visualize the closure device, and it was not seen within the laa. It was then discovered the closure device was instead in the descending aorta. Physicians inserted a non-bsc 24f sheath within the left femoral artery, and a non-bsc retrieval system was used to retrieve the closure device and explant it successfully. The procedure was aborted. The patient was hospitalized overnight for observation and was discharged home the following day.

Manufacturer narrative:
Media review: media from the clinical procedure was provided to boston scientific (bsc) and reviewed by a member of the bsc global medical safety organization. The media review report concluded: 2 ice video loops and 7 ice still images were submitted for review. Of the available views, the device position before release is borderline adequate with several views showing a shoulder of at least 1/3. Most views are mitral long axis views. Due to having mainly still images and suboptimal definition of landmarks around laa, it is challenging to determine whether other views such as aortic short axis and pulmonary artery views have been obtained. Available media does not show any leak per color doppler. Overall, the media is insufficient to determine whether pass criteria were met before device release and the cause of the acute embolization cannot be determined.

Event description:
It was reported that device embolization occurred. The procedure was aborted. A left atrial appendage (laa) closure procedure was being performed. Venous femoral access was obtained. Intracardiac echocardiography (ice) was used for intraprocedural imaging. A double curve watchman fxd access system (was) was positioned at the laa. A 20mm watchman flx pro closure device and delivery system (wds) were advanced and the closure device was deployed and subsequently implanted after release criteria had been met. Ice was used to rule out a pericardial effusion and none was found. The physicians then used ice and fluoroscopy to re-visualize the closure device, and it was not seen within the laa. It was then discovered the closure device was instead in the descending aorta. Physicians inserted a non-bsc 24f sheath within the left femoral artery, and a non-bsc retrieval system was used to retrieve the closure device and explant it successfully. The procedure was aborted. The patient was hospitalized overnight for observation and was discharged home the following day.